Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer mother reported that the patient had a low blood glucose was hospitalized. The customer's blood glucose was 30 mg/dl. The customer was treated with glucose and some juice. The customer mother stated that the patient is on dialysis. The patient fell backwards into the bathtub and fracture her tailbone. The patient was made to go to emergency room and she refused treatment. The customer is starting her breathing treatment.